Event description:
A user facility reported the pilot balloon ruptured as the clinician was preparing to remove the mask at the end of the case. There was no pt injury or problems. The mask has been rec'd at lma north america and will be forwarded to the MFR for evaluation.